Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient experienced poor coupling with recharging. Troubleshooting included reposition antenna over ins, al feature reviewed, and attempted a recharger session, it resolved the issue. Patient was getting all 8 boxes and it was dropped to 0. Patient stated he didn't wear belt and hold antenna ins recharger. Patient services (pss) reviewed this could be why the coupling boxes were charging. A replacement insr antenna was sent to patient. It was noted the insr antenna was damaged. Additional information on (B)(6) 2018 form patient was received. It was stated the ins recharger was not working, patient put the new antenna on and was still having the same problem. Patient said he would start with all 8 boxes then after the first or second click, there were not any boxes shaded. Pss reviewed since the insr antenna had been replaced, he should follow up with healthcare provider. Patient said he was in to doctor office a week ago for an adjustment and they didn't see anything wrong with implant. Patient said he went back to doctor on the (B)(6). No further complication and no symptoms were reported. On (B)(6) 2018 crts , telph (con): additional information from patient was received. Patient said he received a new antenna, but the coupling was still an issue. Patient services told him that he needed to make an appointment with hcp to make sure ins had not moved or there were no depth issues which could affect coupling. Patient noted he would make an appointment with the healthcare provider(hcp). Additional information later date stated that patient still had trouble with getting coupling bars, sometimes he got 2 bars and then no bars. Patient stated he fell earlier this year and he gained some weight. Patient noted area they put the implant had a fatty bump and he was not sure if that was the reason for not getting connection. Patient services (ps) reviewed falls/trauma could cause device to shift or move and change how the device function. Ps recommended patient consulted with his hcp regarding the poor coupling bars. No further complication and no symptoms were reported.